Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the left ventricular lead had slightly pulled back during the slitting of the cps sheath. After adjusting the lead, it was difficult to remove the stylet. After the stylet was removed from the lead, the pacing lead impedance gradually rose out of range. The lead was explanted and a new lead was used. The patient was stable.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece. Analysis was normal. No anomalies were found.